Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie keeps failing. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed frequently. A field service engineer worked with the customer over the phone. The issue was resolved by customer, so an on-site visit was no longer necessary. The customer was tested on the main application, and everything was functioning correctly. The system functioned as intended after the customer resolved the issue.